Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: the jugular filter introducer and the filter are returned for evaluation. Visual inspection of filter shows no observation since filter is symmetric and with measurements between primary legs according to specifications. Returned filter is manufactured according to specifications with prescribed distance between each pair of filter legs. Based on reported information the exact reason for non expanding filter legs cannot be determined, but they may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc, or if filter anchors were not completely free of sheath. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the delivery system was inserted from the right jugular vein and advanced to the target site with no problem. The sheath was withdrawn to place the filter, but the filter legs would not expand. Then, the delivery system was removed from the patient and inspected. The filter expanded outside the patient though, the physician decided not to use the device. Another device was used instead. Patient outcome: there have been no adverse effects to the patient reported.